Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two resolute onyx coronary drug eluting stents were implanted in the proximal right coronary artery (rca), circumflex (cx). It was reported that acute stent thrombosis occurred between 0-24 hours post stent implantation. It was stated that the thrombus occurred in both vessels that the stents were implanted in, the rca and the cx. The physician continued to provide and change anti-coagulation medication but the patient continued to thrombus. An anti-platelet medication was also administered to treat the thrombus. Approximately 6 days later the patient was sent to surgery. Open heart surgery was performed on the patient. Revascularization was carried out with rewiring and ballooning of both stents in the rca and cx. It was stated that there were no issues noted during stent deployment with it being noted that deployment was really smooth and quick. The stents were fully expanded. It was assessed that the thrombus event was not specifically related to the use of the resolute devices. The patient was on dapt at the time this thrombotic event occurred. It was stated that the patient tested covid positive two weeks prior to the event. The physician believed that covid impacted the patient's affect to anti-coagulation and to the thrombus event itself. It was reported that the patient is doing well. It was also stated that the patient had another resolute integrity stent implanted in the rca, seven years previously.